Event description:
The surgeon performed a meniscal repair on pt 3 months ago and everything seemed to go fine. Post-operatively, the pt developed synovitis in the joint; red synovitis in the anterior compartment of fat pad. In 2005, the surgeon performed a partial meniscectomy on this pt. Sales rep was present and observed post-op in medial compartment; the t flipped out of the capsule underneath the meniscus. This post-op procedure was performed at a different facility. A culture of the synovial fluid was taken for testing. Results have not been reported as of 2005.